Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by the lab on 05/28/2020, and additional event information was received 6/9/2020. The returned product underwent evaluation and analysis. [Conclusion]: the healthcare professional reported that during the transcatheter intracranial aneurysm stent-assisted embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 10994282) could not be deployed when it reached the cerebral target position. It was verified that the introducer was fully seated and secured in the microcatheter hub, there was nothing unusual noted about the system prior to use, it was used in accordance with the instructions for use (IFU) with adequate and continuous flush maintained through the microcatheter. The physician withdrew the enterprise stent and the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 30105230). The stent delivery wire was bent, and the stent deployed in the microcatheter in the process of withdrawal. A new stent and a new microcatheter were used to complete the procedure. It was reported that there was no issue with the microcatheter. There was no report of any patient adverse event or complication associated with the reported issue. The reported issue did not prolong the procedure. The product was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in a pouch. Visual inspection was performed. The introducer was observed separated from the unit. The stent was observed deployed at the hub of the prowler microcatheter. There was no damage observed on the delivery wire. Functional analysis could not be conducted as the stent was already deployed in the hub of the microcatheter when it was received. Functional analysis requires that the stent still be inside of the introducer tube. Lake region medical performed a review of the device history records relative to the manufacturing, inspection and packaging of the lot 10994282. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The complaint documented that during the transcatheter intracranial aneurysm stent-assisted embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device could not be deployed when it reached the target position. When the physician withdrew the stent and the microcatheter, the stent was deployed in the microcatheter. This was confirmed during the visual inspection; the stent was observed deployed in the microcatheter hub as reported. The reported issue related to the difficulty in deployment could not be confirmed as functional analysis was not conducted due to the stent already in a deployed state. There was no bent nor kink observed on the delivery wire; this was not confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2020-00163 and 3008114965-2020-00168. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, race, ethnicity, and medical history were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2020-00168. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the transcatheter intracranial aneurysm stent-assisted embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 10994282) could not be deployed when it reached the cerebral target position. The physician withdrew the enterprise stent and the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 30105230). The stent delivery wire was bent, and the stent deployed in the microcatheter in the process of withdrawal. A new stent and a new microcatheter were used to complete the procedure. There was no report of any patient adverse event or complication associated with the reported issue.